Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 (troponin-I, stat high sensitive) that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity) with 510k/PMA/bla number k191595. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results generated on the i2000sr processing module for two patient samples. The following results were provided: (customer provided reference range less than 0.0262 ug/l) sid (B)(6) initial result = 26.804 ug/l, repeat result = 0.001 ug/l sid (B)(6) initial result = 26.804 ug/l, repeat result = 0.001 ug/l no impact to patient management was reported.